Event description:
It was reported that an unexpected reset occurred as detailed in the pump history. There was no reported adverse impact to customer's blood glucose level. Customer used an alternate pump for insulin therapy.